Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (does not communicate) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, the trunk cable connector was cracked and the power ground wire was open inside the trunk cable. The cause of the constant gong alarms is the damaged connector and wire. The root cause of the damaged connector and wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it would not communicate with a test monitor.